Event description:
Medical safety reported complaint from post market surveillance literature article: article title: endovascular repair of iatrogenic aortic rupture (lo, c.) Publication date: jan 2013. Authors present the case of a (B)(6) male whose thoracic spinal prosthesis eroded through the descending thoracic aorta; the aortic disruption was successfully managed with emergent deployment of an endovascular stent. N=1 for loose cage as well as adverse event of pulsatile bleeding due to cage erosion of the aorta

Manufacturer narrative:
Additional narrative: the x-mesh cage was not returned for evaluation. A review of the device history record could not be performed as the product code and lot number are unknown. A 12 month review of the complaint trend analysis for all x-mesh cages found no related complaints regarding health issues after implantation. Without the product sample, we are unable to confirm the reported issue or identify the root cause. No corrective and preventive action (CAPA) is necessary at this time as we are unable to confirm the reported issue or identify the root cause. Therefore, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be reopened and the product will be evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.